Manufacturer narrative:
This report was initially submitted following notification from a customer in india regarding bad correlation results for three separate patient samples between the vidas® estradiol ii 60 tests (ref. 30431, lot 1007437070) and the roche clia test method. A biomérieux internal investigation was completed with the following results: customer's material: no sample received for investigation. Study of batch history record: there is no CAPA, nor non-conformity recorded for vidas® estradiol ii 60 tests (ref. 30431) linked to this complaint. Complaint trending analysis: no recurrence of customer's issue on vidas® estradiol ii 60 tests (ref. 30431, lot 1007437070) was found from 01feb2019 to 12mar2020. Batch history records: no anomaly during the manufacturing, control and packaging processes for vidas® estradiol ii 60 tests (ref. 30431, lot 1007437070). Control charts analysis: the complaint laboratory observed four (4) internal samples: y59 target 365 pg/ml ranges [318 - 412] pg/ml; y37 target 617 pg/ml ranges [543 - 692] pg/ml; e2ii-pma122 target 2362 pg/ml ranges [2095 - 2629] pg/ml; e2ii-pma123 target 2192 pg/ml ranges [1944 - 2440] pg/ml. On seven (7) different batches of vidas® estradiol ii 60 tests (ref. 30431) and the customer lot 1007437070. The analysis of the control charts showed that all results were within specifications customer's lot was in the trend of the other lots. Tests performed by complaint laboratory: the complaint laboratory tested three (3) internal samples, two (2) were from the same ones observed in the control charts analysis and another, with the retain kit vidas® estradiol ii 60 tests (ref. 30431, lot 1007437070). All sample results were within their expected specifications. There was no drift of the batch mentioned by the customer since the batch release. Conclusion: without customer's return sample, further investigation cannot be completed. In addition, there is not enough information to propose a root cause to the customer's issue. According to the above data , vidas® estradiol ii 60 tests (ref. 30431, lot 1007437070) was within specification. The customer's lot was also in the trend of the other lots. The package insert states the following: summary and explanation : during ovarian stimulation for the purpose of medically assisted procreation, the assay of estradiol enables follicular maturation to be monitored and assessed. Results and interpretation : any concentration values of estradiol obtained should be used for diagnosis in association with additional information gathered by the physician (patient questioning, current drug therapy, ultrasound scan, clinical observations, other examinations, etc.). In cases of estrogen therapy, and particularly that of hormone replacement therapy (menopause), overestimated results may be obtained. Limitations of the method: do not use the vidas® estradiol ii assay to measure estradiol levels in patients undergoing fulvestrant therapy. Interference may be encountered with certain sera containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's history, and the results of any other tests performed.

Event description:
A customer in (B)(6) notified biomérieux of bad correlation results for three separate patient samples between the vidas® estradiol ii 60 tests(ref. 30431, lot 1007437070) and the roche clia test method. The customer confirmed the vidas results were reported to the treating physician but did not impact patient treatment. There is no indication or report from the laboratory that the discrepant vidas results led to any adverse event related to any patient's state of health. Biomérieux will initiate an internal investigation. Note: reference 30431 is not registered in the united states. The u.s. Similar device is product reference 30431-01. It should be noted that the vidas® estradiol ii 60 tests package insert "results and interpretation" section states, "in cases of estrogen therapy, and particularly that of hormone replacement therapy overestimated results may be obtained. Interpretation of test results should be made taking into consideration the patient's history, and the results of any other tests performed.""